Manufacturer narrative:
The artificial urinary sphincter (aus) has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptoms of urethral atrophy and incontinence are known risks associated with ams 800 procedures and are noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure, no fluid loss was noted and the aus was fully functional. The physician concluded that some urethral atrophy was the most likely cause of the incontinence. All the existing components were removed and replaced. It was indicated that the previous 5.5 cm cuff was upsized to a 7.0 cm component. The new cuff was located slightly higher that the previous one. The patient fully recovered following the intervention.